Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and their insulin pump had received error alarm. The customer¿s blood glucose level was 371 mg/dl. The customer was treated with pump. The customer performed the self-test and received error alarm again. The customer run self-test for the second time and it did not pass. Recommended customer refer to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures alarm, variable three, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay. Keypad overlay texture damage, faded serial number label, and minor scratched lcd window.